Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the lack of relief was due to migration of lead. A reason for the lead migration was not given.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The patient experienced back and neck pain. The patient stated that they were not receiving any relief from the stimulator. Diagnostic methods included imaging. The stimulator leads were seen in the posterior spinal canal terminating at the approximate t6-t7 level. The event was possibly related to the device or therapy and possibly related to the procedure. Actions taken as a result of the event included repositioning the lead and reprogramming the implantable neurostimulator (ins). The outcome was resolved without sequelae.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-56, lot# va04wj6, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va04wj6, implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported the patient had back and neck paint and was not receiving relief from the stimulator. Imaging showed the leads were in the posterior spinal canal terminating at approximately t6-7. Device diagnosis was listed as lead migration/dislodgement and the clinical diagnosis was a possible lead shift. Interventions included repositioning the lead and reprogramming the device. The event was resolved without sequelae and the etiology was due to the lead. The event was possibly related to the device or therapy and possibly related to the implant procedure. No information on cause of migration was available. Patient indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was loss of coverage and pain relief.